Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during the implant procedure, high pacing lead impedance was observed. The lead was replaced and new lead was implanted successfully.